Manufacturer narrative:
The ge svc rep conducted an on site investigation. The power supplies were replaced and the software was reloaded. The sys was tested and operates as intended.

Event description:
The customer reported that the sys would not boot up. No pt injury was reported.